Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a test on her back-up onetouch ultramini meter due to it displaying an unknown error message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began (B)(6) 2012 at approximately 11pm. She informed the cca that she manages her diabetes with a combination of novolog and lantus insulin and glucophage and amaryl pills and is not known if she made any changes to her usual diabetes management routine in response to the alleged issue. Approximately three and a half hours after the alleged issue occurred, she developed symptoms of "sweating" and self-treated with an unknown type of food/drink at approximately 2:30am on (B)(6), 2012 (immediately after the onset of her symptoms). At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The troubleshooting of this product was incomplete because the patient had to end the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.